Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6)2024, the patient reported that there was blockage in the tubing. The patient changed supplies as necessary and resumed insulin therapy. No further information available.